Event description:
It was reported the pt's scs ipg would be replaced during an unrelated surgery on (B)(6) 2014. Add'l info received identified the pt's scs ipg had been inoperable since (B)(6) 2014. An sjm rep met with the pt prior to surgery and confirmed the system was unable to communicate with external devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.